Event description:
The initial reporter alleged the generation of a false positive result during the use of the kit s201 t-scrn mpx v2.0 96t ce-ivd on the cobas ampliprep instrument. The original test and retest were both performed on (B)(6) 2020. The original sample generated a positive hepatitis b virus (hbv) target in the hbv channel 2 with a cycle threshold (CT) value of 34.0. The retest, performed using an aliquot from the same original sample tube, generated a non-reactive result. Serology testing for the sample was also reported as non-reactive. No harm was alleged, and no organ or tissue was rejected for transplantation. Subsequently, the customer reported three additional samples that generated unexpected reactive results, which were negative upon retesting using aliquots from the same tubes. For the first of these three samples, two hepatitis c virus (hcv) reactive results were reported with CT values of 40.7 and 45.3. These results were invalidated due to suppressed quantitation standards/internal controls (qs/ic) with no growth. The third sample, which was hbv reactive, generated a late CT value of 37.7. Serology testing for this sample was also reported as negative. No harm was alleged in these cases.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd performed within specifications. A review of the product release, stability data, and batch trend analysis did not identify any product-related issues. The investigation ruled out the reagent kits as contributors to the unexpected reactive results. The late cycle threshold (CT) values observed in the reported cases, along with suppressed quantitation standards/internal controls (qs/ic) in some instances, are indicative of potential contamination events during sample handling or processing. Serology testing for all samples was reported as non-reactive, and no harm was alleged. The root cause of the reported events was attributed to potential contamination during sample handling or processing. The device remains in operation at the customer site.